Event description:
During the use of the thrombuster, the guide wire became stuck and it could not be removed. When the guide wire was pulled by force, the guide wire separated. It appeared that the marker of the guide wire became stuck at the distal tip of the thrombuster. The separated portion of the guide wire was removed inside the thrombuster. As no damage was seen on the thrombuster, the procedure was completed with another company's guide wire. No pt injury was reported.